Manufacturer narrative:
Manufacturer's investigation conclusion: a specific root cause of the reported elevations in lactate dehydrogenase (ldh), as well as a direct correlation with the device, could not be conclusively determined through this investigation. Additionally, analysis of the log file provided by the account confirmed transient elevations in pump power and estimated flow; however a specific cause could not be determined through this evaluation. Review of the submitted log files revealed transient elevations of pump power on (B)(6) 2021 that were captured during pulsatility index (pi) events. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log files. The log files appeared to show the system operating as intended. The patient remains ongoing on ventricular assist device (vad) support. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C, is currently available. This IFU lists adverse events that may be associated with the use of heartmate ii left ventricular assist system, including hemolysis, and the proper actions associated with them. The section of this document entitled ¿anticoagulation therapy¿ provides details regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU explicitly states, "a patient should sleep or plan to sleep only when connected to the power module. If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion." The section ¿preparing for sleep¿ contains specific instructions regarding sleeping with the device. Appendix a of the IFU states, ¿subsequent to regulatory approval and commercial distribution, users of the heartmate ii lvas have reported suspected pump thrombosis when observing elevated lactate dehydrogenase (ldh) levels, with or without clinical signs of hemolysis. This section also notes that there is overlap between the symptoms of device thrombosis, hemolysis due to other reasons, and other unrelated adverse events. Device thrombosis can only be confirmed through disassembly and examination of an explanted pump. The hm ii lvas patient handbook (rev. C) is currently available. The ¿how your heart pump works¿ section indicates that the power module should be used for power while the user is indoors relaxing-and always when sleeping (or when sleep is likely). The user must connect to the power module when sleeping; otherwise, the alarms may not be heard. The patient handbook contains a section titled ¿sleeping¿ under ¿living with the heartmate ii.¿ this section contains detailed instructions on how to properly prepare for and sleep with the device, as well as a pre-sleep safety checklist. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 with lactate dehydrogenase (ldh) levels at 1250. The patient had not had any power spikes or dark colored urine. His flows were at 5.6, speed at 9200, pulsatility index (pi) at 5.8 and powers at 5.7. A log file analysis also showed power cable disconnects while the patient was on batteries. The patient had fluid overload over two weeks which led to an increase in diuretics. Echocardiogram and computed tomography (CT) scans showed that the pump was working as expected and both inflow and outflow cannula were patent. The patient's ldh in the hospital was at 1150 on (B)(6) 2021 and they were on intravenous (IV) bivalrudin. Log files recorded a speed adjustment from 9200 rotations per minute to 9600 rotations per minute on (B)(6) 2021. Ldh was at 958 on (B)(6) 2021. Also on (B)(6) 2021 his flows were at 6.5, speed at 9600, pi at 2.7, and power at 6.8. However, flows were as high as 10.5 and powers were as high as 8.0 the day before. At that time there was still concern for pump thrombosis, though it was not confirmed. A log file analysis at this time captured an upward trend in power and flow from (B)(6) 2021 to (B)(6) 2021. Data from (B)(6) 2021 also showed the power and flow decreasing. Ldh decreased to the 600's in response to the bivalrudin treatment, and the patient was discharged on aspirin, brilinta (dosage doubled) and warfarin. On (B)(6) 2021 the patient's ldh had decreased from 646 to 391. The patient would continue to have follow up in clinic to test ldh levels and pump numbers.